Manufacturer narrative:
The user facility further reported details regarding the reported event were unknown. The referenced scope was returned to the service center for evaluation. A review of the service history indicates the scope was purchased on (B)(6) 2018 and has received service once via repairs on (B)(6) 2019 for leak and broken bending section issue. The evaluation confirmed the reported distal tip of scope was damaged. The bending section was broken (no metal protruding). The scope failed leak test due to a hole on the bending section cover. The bending section cover was removed to inspect the internally and the bending section was detached. In addition, fluid invaded the scope through the bending cover. Corrosion was observed in the body control unit and the angulation system was damaged. The scope was repaired and returned to the user facility. Based on the evaluation results and similar reported events, the cause of the broken bending section issue can potentially be attributed excessive stress/force applied to the device. To mitigate device damage and patient injury - the operation manual manul states, do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. - the ¿instructions for safe use¿ provides several warning statements in an effort to prevent equipment damage and patient injury. ¿if any of the following conditions occur during an examination, immediately stop the examination and withdraw the endoscope from the patient. If the up/down angulation control lever does not move. If the angulation control mechanism is not functioning properly. Visually inspect the bending section for no metallic parts protruding from the bending section. Visually inspect the bending section for bends, twist, or other irregularities while the bending section remains straight. Visually inspect the bending section for abnormal bending shape, or other irregularities. Continued use of the endoscope under these conditions could result in patient injury, bleeding, and/or perforation."

Event description:
The service group was informed that the distal tip of the scope was damaged. There was no patient injury reported.